Event description:
Customer reported via phone call that they are receiving calibration errors. The blood glucose reading was 86 mg/dl. Customer states that there is a thresh hold suspend. Customer states that the sensor and blood glucose readings would rarely match. The blood glucose reading was between 90 to 100 mg/dl.

Manufacturer narrative:
Reliability analysis inspected one opened/used partial enlite sensor and performed bicarbonate buffer test. The sensor failed per specification due to high readings. Unable to confirm the needle complaint due to the customer not returning the insertion needle, sensor only. Also found cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.